Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45mg/dl and low blood glucose treated with sugar pills. The customer¿s blood glucose level was 109mg/dl at the time of incident. Customer had issue with her sensor. Troubleshooting was not performed. The product will not be returned for analysis.